Manufacturer narrative:
Patient information: unk. Patient information: unk. Patient information: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.1mm vticmo12.1 implantable collamer lens, -14.00/+2.5/085 (sphere/cylinder/axis), tore during loading and there was no patient contact. Another same model/length lens was implanted and the problem was resolved. The cause of the event was unknown.